Event description:
Hill-rom received a report from the account stating the bed exit is not working. The bed was located at the account in 6n. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the external buzzer inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the external buzzer to resolve the issue. Based on this info, no further action is required.